Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.analysis found that a partial lead was returned. An insulation abrasion which exposed the outer coil was noted at 4.7 cm to 4.8 cm from the connector pin. The abrasion was consistent with constant friction to device can.